Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a coil impedance spike. A defibrillation threshold test was performed without issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was further reported that the rv lead exhibited high impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) and the rv (right ventricular) defibrillation coils were beyond the expected upper range. The analysis also indicated a lead impedance out of range alert and the impedance trend on the rv and the svc defibrillation coils were variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum defibrillation active can impedance rises from an approximate baseline of 45 ohms to greater than 100 ohms the weeks ending (B)(6) 2013. Maximum svc defibrillation impedance rises from an approximate baseline of 60 ohms to greater than 120 ohms the weeks ending (B)(6) 2013. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2013. Maximum defibrillation impedance varies between 46 and 254 ohms between the weeks ending (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, a lead impedance out of range alert, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on 2013 (B)(4). Maximum defibrillation active can impedance rises from an approximate baseline of 45 ohms to greater than 100 ohms the weeks ending 2013 (B)(4) and 2013 (B)(4). Maximum svc defibrillation impedance rises from an approximate baseline of 60 ohms to greater than 120 ohms the weeks ending 2013 (B)(4) and 2013 (B)(4).